Event description:
It was reported that the device was fractured. A stenosed target lesion was located at right coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was reported that the shaft was fractured. The device removed and exchanged with another of the same device. There were no patient complications reported and patient condition is stable.

Event description:
It was reported that the device was fractured. A stenosed target lesion was located at right coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was reported that the shaft was fractured. The device removed and exchanged with another of the same device. There were no patient complications reported and patient condition is stable. Device evaluated by MFR: the device was returned for evaluation. An examination of the returned device identified that the balloon had not been inflated. An examination of the balloon material and blades of the returned device identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified a severe kink on the hypotube of the device located approximately 390mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.